Event description:
It was reported that a lead warning triggered due to out of range impedance, above the set limit, on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered due to out of range impedance, above the set limit, on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2017 it was further reported that the patient experienced nerve and pocket stimulation. The atrial lead exhibited low impedances. The lead remains in use. No patient complications have been reported as a result of this event.